Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, a previous episode where high voltage therapy was delivered was observed on the device, however, the patient did not report experiencing a shock from the device. Abbott technical support was contacted and determined the episode was likely false due to a diagnostic anomaly. No intervention was performed at this time. The patient was stable and will continue to be monitored.